Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited varying threshold measurements and intermittent undersensing. A chest x-ray was unremarkable. A microdislodgement was suspected. The device was reprogrammed and remains in service. The patient will be monitored. No adverse patient effects were reported.